Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 5.0 for mechanical circulatory support. During support, the device exhibited outflow blocked alarms even though it was noted that the impella was well positioned in the left ventricle. It was reported that the patient was stable and survived normal explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.